Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the evaluation of the returned device. A reservoir was received for evaluation. Examination and testing of the returned component revealed no functional abnormalities with the reservoir. Because no functional abnormalities were noted with the returned component, the reported complaint cannot be confirmed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, auto inflation, the doctor thought the reservoir was going bad. Additional information received indicated the doctor thought there was a "defective lockout valve".

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, auto inflation, the doctor thought the reservoir was going bad.